Manufacturer narrative:
Continued information for section a1 patient identifier: (B)(6) and e1 phone number: (B)(6). The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Data and information provided by the customer was reviewed and support the complaint issue without indication for any additional issue. A review of ticket trending data for the alinity I stat high sensitive troponin-I did not identify an increase in complaint activity. Additionally, an increase in complaint activity was not identified for reagent lot 76542ud00. A device history record review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint lot number. The overall performance of alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values for the complaint lot are within the established limits and comparable to the historical reagent lot performance. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I reagent lot 76542ud00 was identified. This report is being filed on an international product, list number 8p13-24 that has a similar product distributed in the us, list number 4z21, 510k k202525.

Event description:
The customer observed a falsely elevated alinity I high sensitive troponin-I result generated on an alinity I processing module for a 3-month-old with heart failure who underwent an umbilical cord blood transplant due to nerve gas damage. Sid (B)(6) alinity I high sensitive troponin-I result = 1525.9 pg/ml, troponin-t result = 0.5 ng/ml. There was no impact to patient management.